Manufacturer narrative:
Pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unit was received with scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose was unknown. The customer reported that there was crack on top of the insulin pump and the display not readable. The troubleshooting was not mentioned. The insulin pump will be returned for analysis.